Manufacturer narrative:
The product was returned and a thorough investigation was completed. Simulated use testing was completed in a basin of water and flows were within specification. The pump and guidewire repositioning unit were inspected and found free of defects. The outer diameter of the repositioning unit was found within specification. The device history record was reviewed and found no manufacturing issues or reworks associated with this pump lot. No issues were identified with the device that would cause or contribute to the reported condition. Due to lack clinical information regarding the patient's anticoagulation status, we cannot definitively determine a root cause for the reported ischemia.

Manufacturer narrative:
The impella cp optical was returned and an investigation is underway. A supplemental MDR will be filed, upon completion.

Event description:
The complainant reported a (B)(6) female presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. During support, leg ischemia was endured. As treatment, the pump was removed and surgical removal of the patient's leg was required.